Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. One of the rear guide pins (bearing journal) on the returned rotor has a loose and deformed guide sleeve (guide sheave). There are no discrepancies with the other guide pins and sleeves. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks and/or alarms during testing. The defective sleeve did not dislodge from the pin and there was no further damage to the rotor during testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue could not be confirmed as it could be duplicated during physical evaluation of the returned sample.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump tubing guide pin roller on a 2008t machine damaged the tubing of the bloodlines during a patient's hemodialysis (hd) treatment. The patient's estimated blood loss (ebl) is unknown. A replacement blood pump rotor was ordered via warranty replacement. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump tubing guide pin roller on a 2008t machine damaged the tubing of the bloodlines during a patient's hemodialysis (hd) treatment. The patient's estimated blood loss (ebl) is unknown. A replacement blood pump rotor was ordered via warranty replacement. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention as a result of the reported issue. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.